Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient has had an inappropriate shock (patient was in the bathroom, in the wc. He was not near any electronic devices), on (B)(6) 2024 due to ventricular oversensing episodes. After the shock, the sensing value is increased to 0,6 mv, continuing the oversensing episodes. On (B)(6) 2025, the lead was replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report.

Event description:
Reportedly, the patient has had an inappropriate shock (patient was in the bathroom, in the wc. He was not near any electronic devices), on (B)(6) 2024 due to ventricular oversensing episodes. After the shock, the sensing value is increased to 0,6 mv, continuing the oversensing episodes. On (B)(6) 2025, the lead was replaced.